Event description:
A malfunction was reported on a pump, and it was identified with malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on resetting the pump, assisting in the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again, which they acknowledged and understood.